Manufacturer narrative:
Review of the manufacturing records and related documents of the reported lot number revealed no anomalies or manufacturing issues. One used endotracheal tube was returned for product investigation. Visual observation found the sample used, but in good condition. No damage or defects were detected. During functional testing, a syringe was used to inflate the cuff. After which, the entire device was submerged in water. Bubbles, indicating an air leak, were not found. The cuff was left inflated for 24 hours. No pressure decay was found. The returned device was confirmed to operate as intended. The reported product fault could not be duplicated or confirmed. No corrective actions are planned.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use of the listed device, the balloon deflated requiring replacement. No adverse health outcome resulted from this event.